Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No excessive no delivery alarm was noted. The pump was received with scratched lcd window.

Event description:
The customer reported via phone call of low blood glucose readings and no delivery alarms from the pump. The customer's blood glucose reading was 34 mg/dl. The customer treated with juice and a manual shot. The customer stated that she troubleshooted the pump and still received an alarm. The customer will be sent a replacement pump.